Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for analysis. Service history review found no similar complaints in the last 12 months. A complete accuracy test was performed and no faults were identified. The device passed all functional testing thereafter.

Event description:
It was reported that that the device had incorrect volume delivered in continuous mode requires calibration. There was unknown reported patient involvement.